Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a total hysterectomy and salpingo-oophorectomy on an unknown date and mesh was implanted. After discharge from the hospital, the patient complained of abdominal pain and was readmitted. Re-operation was performed and an abscess was found. The product was removed and washed. The relationship with the product is unknown. The patient's condition after surgery is stable. No further information was provided.